Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. Customer took it 2 times and was unable to get the control line to show which makes the test invalid. She followed the directions closely.